Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the reciprocating shaft and wear was found on the bearings.

Event description:
It was reported that the micro reciprocating saw would not hold the blade at the needed angle. There was a missing screw found in the sterile processing department. No adverse consequences to the user or patient were reported, as a result of this event.